Event description:
It has been reported that upon tightening a screw, a ring disengaged from the plate. Procedure was completed with another plate. Patient outcome: no adverse affect reported as a result of this event.